Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an x-ray detectable sponge. The customer states the sponge is linting in the patient's wound bed. The customer states the ear nose throat doctors are opening the sponge to a single ply. The pieces had to be picked out of the wound bed.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.